Event description:
Add'l info obtained from the physician stated that the pt was a pt with a large abdominal aortic aneurysm. The pt was prepped accordingly for endovascular repair. Both right and left common femoral arteries, superficial femoral arteries and profunda femoris arteries were dissected out. A cook needle was used to get access to the right femoral artery. A glidewire was then introduced all the way up to the abdominal aorta and a vertebral catheter was introduced. The wire was exchanged for an amplatz super stiff wire. The left groin was accessed with a cook needle and then a glidewire was introduced without any difficulty. A 5 french pigtail catheter was then passed all the way up to the level of the l1 vertebra. An angiogram demonstrated good visualization of the renal arteries. An incision was made in the right groin and the main body of the stent graft was then inserted. The stent graft was then positioned slightly above the renal arteries and another angiogram was performed. The stent graft was partially deployed and then mobilized to the level of the renal arteries and then the rest of the stent graft was deployed. It was stated that at the completion of htis part of the procedure, the stent graft moved distally about 2 cm and then the graft was deployed in a cross-legged position so that the left limb of the graft ended up in the right external iliac artery. The stent graft moved distally; therefore, the limb of the graft occluded the internal iliac artery on the right side. A proximal aortic cuff was required to extend the abdominal aorta up to the renal arteries. The proixmal aortic cuff was deployed without difficulties under fluoroscopic guidance. The left limb of the stent graft was then deployed to the proximal common iliac artery and then an extension was required to reach the distal common iliac artery. A completion angiogram performed demonstrated good visualization of the stent graft; however, a small endoleak was identified. Balloon angioplasty was performed and another completion angiogram demonstrated no endoleaks. It was reported that the pt tolerated the procedure well and was taken to the recovery room in stable condition.

Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in 2001 in a pt with moderate tortuosity and calcification. The iliac sizing and aneurysm morphology are unk. The diameter of the proximal non-aneurysm aortic neck was 20-21mm and the length from the proximal non-aneurysmal aortic to the distal non-aneurysmal iliac neck was 165mm. It was reported that the stent graft slipped down and re-sheathed the lower limb of the stent graft upon runner retraction after deployment; therefore, an aortic cuff was implanted. The final angiogram demonstrated no endoleak with successful exclusion of the aneurysm. The pt is reported to be doing fine with no additional clinical sequelae.